Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the video was not routing to the wall monitor. The technician reset the unit which resolved the issue. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure video was not routing to a wall monitor connected to their hexavue custom room rack resulting in a procedure delay. No report of injury.